Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user attempted to log into the system but encountered a spinning wheel. The technical support specialist (tss) dialed into 4s-a and confirmed that login times were between 160¿300ms, with most actions completing within 300¿800ms and occasional spikes reaching 1000ms. A follow up was conducted to determine if the issue was still occurring on this or other stations. As the issue was no longer present, close was closed. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned multiple machines were not allowing them to log into the system and it gives a spinning wheel. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.